Event description:
I have silicone breast implants and have a range of odd symptoms since 2013. I never linked the symptoms to my implants until hearing the exact same stories from other women. I have a constant ringing in my ears, a constant small cough, vision issues, dry eyes, skin and hair, hair loss, unexplained weight gain, extremely sensitive to smells, food intolerances, depression, anxiety, easy bruising, temperature intolerance, brain fog, difficulty recalling words, walk into a room and can't remember why, low libido, heart palpitations, cold hands and feet, burning and tingling in breasts, tingling of hands and feet, shortness of breath, vertigo, eye twitches, very frequent urination, dehydration despite constant drinking of water, skin freckling and melasma, brittle flaking nails with ridges, vision disturbances despite perfect vision test, chronic inflammation, headaches, nipple discharge, back pain and tingling, fatigue and debilitating health. I've always been extremely healthy and active with no medical issues prior to implants. FDA safety report ID # (B)(4).